Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the flexibility adjustment ring. Additionally, the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had image problems and angulation problems. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During functional testing, the reported image issue was confirmed: the image showed a partially darkened area due to a scratch on the objective lens. The reported angulation issue was also confirmed: the bending angle in the left direction did not meet with specifications due to a worn angle wire. During visual examination, the following additional issues were found: the flexibility adjustment ring was damaged and no longer water-tight; the air/water cylinder was missing its color indicator; the suction cylinder was missing its color indicator; switch button 2 was cut; the forceps channel port was sheared; the objective lens was cracked; the light guide lens was cracked; and the universal cord was corroded. The following components showed corrosion due to water leakage: the flexible circuit board; the plug unit; the scope connector case; the outside shield unit; the cable unit; and the circuit board unit in the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.